Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04) - provisional bottom. Reported event was confirmed by review of photograph. Visual review of photograph found the device to exhibit signs of repeated use (nicked / gouged) and the post feature has fractured off. Device history record was reviewed and no discrepancies were found. Root cause is attributed to user not following the proper surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that as part of a knee procedure, the provisional fractured during trialing after the surgeon struck it with a mallet. No adverse events have been reported as a result of the malfunction.